Event description:
A customer reported to baxter (B)(4) of a catheter set with one-link needle free IV connect in which disconnection was observed from one link to a pump set. The reported condition occurred before patient use. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a catheter set with one-link needle free IV connect in which disconnection was observed from one link to a pump set was not confirmed during sample evaluation. Actual sample was not returned for evaluation; however, representative sample was returned for evaluation. Sample was detected within specification during iso gauge testing. There were no visual anomalies or dimensions that were out of tolerance. The assignable root cause of the reported condition is unknown. A batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.